Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mid right coronary artery. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the proximal stent strut was damaged. The procedure was completed with a 2.75 x 24m synergy drug-eluting stent. There were no patient complications reported.